Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used for treatment. During treatment, a perforation occurred. A cardiac massage was performed, however this was unsuccessful and surgical intervention was required.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported patient death, cardiac tamponade, perforation of vessels , surgical intervention, and unexpected medical intervention appear to be related to operational context. In this case it is possible that the reported patient perforation of vessels , surgical intervention, and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated - b2, h1, h6 (codes 2226, 1802 added. Codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used for treatment. During treatment, a perforation occurred. A cardiac massage was performed, however this was unsuccessful and surgical intervention was required. No additional information was provided. Additional information was received indicating balloon angioplasty was unable to pass the lesion, which led to orbital atherectomy being performed. Two treatments were performed prior to the perforation. The patient experienced a perforation-induced tamponade-related hemodynamic deterioration. Cardiopulmonary resuscitation was performed. Two pericardial drains were attempted. ECMO was placed. The patient expired.